Event description:
A customer contacted beckman coulter inc., (bec) and reported that the coulter lh 750 hematology analyzer was leaking bloody liquid by the probe. The customer was wearing personal protective equipment (ppe) at the time of the event. There was no exposure of the fluid to mucous membranes or open wounds. The operator did not seek medical attention. The lab's exposure control/risk management plans are in place. Patient samples were not affected and there were no reports of death, injury or affect to patient treatment.

Manufacturer narrative:
Beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse replaced the red striped tubing between the blood sampling valve (bsv) and the shear valve. The fse verified repair per established procedures; results meet published performance specifications. The root cause of the leak is attributed to a hole in the red striped tubing from the bsv at metal fitting where it connects to the sheer valve. (B)(4).